Event description:
Customer stated that when the feeding finished and there was nothing left in the tubing, the pump would continue to run. The pump didn't alarm. Rate and dosage were 125 ml/hr and 1500 ml. There was no pt injury reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.